Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the ax55b staples began to feed after action or just the closing trigger. Another instrument was used to complete the case. There was no consequence to the pt.